Manufacturer narrative:
Additional information was added to the following fields: d6a: implant date.

Event description:
It was reported that this right ventricular lead exhibited oversensing. Reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited oversensing. Reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported.